Event description:
Complainant uses an oxygen generator on a routine basis due to respiratory deficiency. She found the described cannula smells strongly of plastic & she feels irritation of the lungs when it is used. She switched to another brand & found less odor & no irritation.